Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 440 mg/dl. The customer is currently hospitalized for a heart murmur and stated the reason his blood glucose level was high was because he was off the insulin pump. The customer stated he received a blank display on the pump. The customer was assisted through troubleshooting and issue resolved. Customer states the batteries were out of pump greater than duration allowed by the pump. The customer was advised that this is normal pump behavior and customer was advised to monitor the pump. The product was not returned for analysis.